Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed system error 322. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). The spectrum pump is not returning to the (B)(6) plant. It was reported on (B)(6) 2015 that the device went to (B)(6) and received remediation. The device was then returned to the customer when the remediation was completed.